Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter was reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a medical event related to not receiving a replacement adc meter. The replacement meter was due to the customer dropping the device and was not able to monitor their glucose levels. On (B)(6) 2020, the customer "passed out" while watching a movie and was provided glucose gel by his girlfriend for treatment. After the customer regained consciousness, she "felt better" and self-treated with 2 slices of bread. No further information was reported. There was no report of death or permanent injury associated with this event.